Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10visual examination of the returned product identified the needle tip fractured. The sutures and anchors were not returned. The device has been cycled twice. Item and lot numbers are not confirmed to match the complaint as they are not etched on the parts. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during meniscal repair after first anchor deployment to the meniscus, the curved needle fractured. The depth gauge was on 12 mm. After first anchor deployment, the surgeon noticed that the depth gauge is too close to the metal tip and there is no curved needle. The fractured piece was removed during the procedure.